Manufacturer narrative:
G2: country of origin - japan h3: product analysis product:9560524, lotno:945770 bearing damage was confirmed during the incoming inspection, so using only wire adjustment is not expected to be done properly. We checked the inside and confirmed that the screw thread of the handle screw was deformed, block 1 was damaged, and the joints and cables were worn. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used in an unknown spinal therapy. It was reported that flex arm wire adjustment was requested. It is unknown if there was a patient involved in the event. No further complications were reported/ anticipated.